Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that during surgery the surgeon wanted to use the universal modular electric/battery double trigger handpiece but it worked less than half a second and then stopped. He tried with another battery but the situation remained the same. There was no pt harm or delay reported.